Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that the patient experienced onset of symptomatic stroke requiring additional intervention. The approximately 50% stenosed target lesion was located in the moderately tortuous and moderately calcified internal carotid artery. A 10.0-31 carotid wallstent self-expanding and a 190cm filterwire ez were selected for use in the carotid artery stenting (cas) procedure. During the procedure, the stent was guided along the filterwire ez. After the stent was deployed to 80%, a constriction occurred, as though the system and guidewire had become stuck. The stent was fully deployed, but the constriction remained. Due to the constriction, there was severe resistance encountered between the delivery system and guidewire. The surgeon pulled the entire system, at which point the stent shifted several centimeters, but the constriction resolved. With force applied, the surgeon was able to remove the devices separately. As a result of the stent migration, an additional carotid wall 6x22 stent was implanted distally to complete the procedure. Following the procedure an onset of stroke was noted, and an emergency cas was performed. Further details regarding the stroke and patient status were not available.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. H6 - patient codes: updated.

Event description:
It was reported that the patient experienced onset of symptomatic stroke requiring additional intervention. The approximately 50% stenosed target lesion was located in the moderately tortuous and moderately calcified internal carotid artery. A 10.0-31 carotid wallstent self-expanding and a 190cm filterwire ez were selected for use in the carotid artery stenting (cas) procedure. During the procedure, the stent was guided along the filterwire ez. After the stent was deployed to 80%, a constriction occurred, as though the system and guidewire had become stuck. The stent was fully deployed, but the constriction remained. Due to the constriction, there was severe resistance encountered between the delivery system and guidewire. The surgeon pulled the entire system, at which point the stent shifted several centimeters, but the constriction resolved. With force applied, the surgeon was able to remove the devices separately. As a result of the stent migration, an additional carotid wall 6x22 stent was implanted distally to complete the procedure. Following the procedure an onset of stroke was noted, and an emergency cas was performed. Further details regarding the stroke and patient status were not available.